Event description:
It was reported that a user experienced multiple hypoglycemic episodes, disconnected the pump out of concern for continued lows, and requested assistance with a factory reset that had been previously recommended by an educator for recurring lows of unclear cause. Symptoms included hypoglycemia with a reported nadir of 40 mg/dl. Outcomes included the need for self-treatment with oral glucose and device troubleshooting guidance, with no hospitalization reported. Investigation included complaint intake, review of device use and user report, and triage for clinician follow-up to reassess the need for a factory reset given unresolved causality. Investigation of this case revealed that the specific cause of hypoglycemia was not determined and no device malfunction was identified at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.